Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that battery depleted, conditioned battery for 2 cycles. Performed preventative maintenance, passed all tests. Per customer, no further information will be provided, including patient demographics and no products will be returned.